Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor introduced the locking cap of the x-tab screws with the corresponding screwdriver. During the tightening of the locking cap there was a sound similar to something breaking. When he took out the screwdriver, the distal part of it was broken and it was a piece missing. He realized that the little part missing was very tiny and was stuck in the locking cap.

Manufacturer narrative:
(B)(4). The device is no longer available for return. As such, an investigation will be based on a no sample device evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.